Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, approximately 2 years post implant of a 26mm sapien 3 valve in the aortic position, the valve was reported to be 'failing'. Intervention, possibly a valve in valve procedure, was being considered. The reason for the valve failure was reported to be due to 'sickness', possibly endocarditis. No further information is available at this time.

Manufacturer narrative:
Additional information received. Medical records review revealed during the tavr procedure, the sapien 3 valve was successfully deployed in the aortic position with no aortic insufficiency and a mean gradient of 4mmhg. The patient was discharged on postoperative day (pod) 1 in stable condition. Discharge tte indicated a mean gradient of 11mmhg. The 30-day follow-up tee revealed a normal functioning valve with a mean gradient of 9mmhg. No paravalvular leak (pvl) or aortic regurgitation was reported. Approximately 1 year and 3 months post implant, the patient presented with bacteremia. The assessment was sepsis, step gallolyticus bacteremia, high risk for endocarditis given tavr in place, even though tee negative for vegetations. The patient was started on a 6-week course of antibiotics, resolving the strep gallolyticus bacteremia and sepsis. The source of the infection was determined to hemorrhoids. Six months later, no vegetation, thrombus or pvl were noted. However, moderate severe valve degeneration with mean gradient 37mmhg, and no valvular insufficiency was observed. One year and 10 months post implant of the sapien 3 valve, the valve was explanted. The valve was reported to be heavily calcified and thrombosed. There were no signs of endocarditis or vegetation. The annulus was decalcified and a surgical valve was placed. The explanted sapien 3 valve was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. The provided patient 3mensio report indicated calcification present on all three valve leaflets. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. While the scope of a technical summary written by edwards lifesciences is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the technical summary is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, complaint was confirmed by imagery and medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 1 year 10 months post valve implant could not be confirmed, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (chronic kidney disease, hyperlipidemia). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.